Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case. There was no evidence in the event history log. Functional testing was unable to duplicate the issue. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error stating "check syringe barrel clamp". The product fault occurred during set up. There was no patient involvement and no patient harm/adverse event reported. The device issue was not related to physical damage/abuse, the unit was not dropped and there was no delay of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.